Event description:
Tech found bed had no trendelenburg. No injuries occurred. Bed was in repair shop.

Manufacturer narrative:
Tech found the reverse trend switch was out of adjustment, tech made the adjustment and checked the functions. All worked normal.